Event description:
Consumer reported to oti call center that her husband tested positive with an inteliswab test. The consumers husband then went to curative.com and had a lab test performed. The consumers husband received negative results 24 hours later. The consumers husband then took another inteliswab test and received a positive result. Call center complaint: (B)(6) 2022 18:12:01 est ((B)(6)): the consumer wanted to call in and report a possible false positive. The consumer stated that her husband had been feeling ill for a few days. The consumer stated she purchased a few of the inteliswab covid 19 tests. The consumer stated that her husband used the first test in the box and the results were positive. She used the second test in the box and the results were negative. She also tested her children, and the results were negative. Consumer did not provide the age of the children. The consumer stated her husband went to curative.com and had a lab test performed and waited a little over 24 hours for the test results to come back and the results were negative. The consumer was still feeling sick, fever, body aches, chills and decided to perform another inteliswab test and the results were positive. The consumer said that line at t developed right away and then the c line appeared next. The consumer stated they called curative and they said their test was more accurate than the inteliswab test because it is a lab test. The consumer stated they believe the inteliswab test is the most accurate. The consumer's husband stated he never felt this sick before and honestly believes he has covid. Consumer is not requesting a refund or replacement. No age provided. The consumer declined to provide any personal information. The test kits were purchased at their local pharmacy ((B)(6)).

Manufacturer narrative:
(B)(6), regulatory manager at orasure technologies inc., received an email from (B)(6), staff fellow with the FDA requesting that all false positive cases of inteliswab be reported to the FDA as an MDR in accordance with 21 cfr part 803. Previously orasure technologies was not submitting fp cases as an MDR as it was a non-reportable event, therefore (B)(4) has been opened for past and future fp cases.

Event description:
Consumer reported to oti call center that her husband tested positive with an inteliswab test. The consumers husband then went to curative.com and had a lab test performed. The consumers husband received negatve results 24 hours later. The consumers husband then took another inteliswab test and received a positive result. Call center complaint: on (B)(6) 2022 18:12:01 est (B)(4). The consumer wanted to call in and report a possible false positive. The consumer stated that her husband had been feeling ill for a few days. The consumer stated she purchased a few of the inteliswab covid 19 tests. The consumer stated that her husband used the first test in the box and the results were positive. She used the second test in the box and the results were negative. She also tested her children, and the results were negative. Consumer did not provide the age of the children. The consumer stated her husband went to curative.com and had a lab test performed and waited a little over 24 hours for the test results to come back and the results were negative. The consumer was still feeling sick, fever, body aches, chills and decided to perform another inteliswab test and the results were positive. The consumer said that line at t developed right away and then the c line appeared next. The consumer stated they called curative and they said their test was more accurate than the inteliswab test because it is a lab test. The consumer stated they believe the inteliswab test is the most accurate. The consumers husband stated he never felt this sick before and honestly believes he has covid. Consumer is not requesting a refund or replacement. No age provided. The consumer declined to provide any personal information. The test kits were purchased at their local pharmacy (B)(4).

Manufacturer narrative:
(B)(4), regulatory manager at orasure technologies inc., received an email from (B)(6) ph.d, staff fellow with the FDA requesting that all false positive cases of inteliswab be reported to the FDA as an MDR in accordance with 21 cfr part 803. Previously orasure technologies was not submitting fp cases as an MDR as it was a non-reportable event, therefore (B)(4) has been opened for past and future fp cases. On (B)(6) 2022- consumer called the call center to advise of the false positive result. The incident will be closed internally.